Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where during device preparation the usual clasp checking was done by moving de sliders back and forth but one of the clasps was not going fully down with the device elongated. Concretely it was going 40 percent as maximum. It was tried to reset the clasps five times, but the problem persisted. It was decided not to use the device as it could be a potential problem during procedure. During decontamination, the complete device was unable to proceed through the process. Therefore, the engineering team decided to disassemble the unit. Upon disassembly, a suture knot was discovered on the device sutures.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The complaint for clasp range of motion inadequate was confirmed with objective evidence. A tag from the suture supplier was identified in the suture line during product evaluation. Based on manufacturing procedures, this tag may have been in a blind spot on the suture fixturing that resulted in it passing into the device without notice. Due to sufficient checks during device preparation and the size of the knot, the device was rejected for poor clasp range of motion and did not pose any further harm to the patient. A CAPA has been initiated to address the manufacturing deficiencies that resulted in this complaint event.